Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 700 mg/dl. The customer had symptoms such as nausea. The customer was hospitalized for high readings and was treated with insulin drip. After troubleshoot, the customer reported the drive support cap to appear normal. The customer stated that the act button was also difficult to press. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.

Manufacturer narrative:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.

Event description:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.